Event description:
It was reported that the customer received intermittent continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support replaced the pump, and the customer decided to continue using their current pump as a backup therapy.